Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 63 mg/dl. The customer treated through glucose and carb intake. Customer current blood glucose is 81 mg/dl. Troubleshooting was completed. Device is not expected to be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08715 inches. No stuck button alarm noted during testing. No damage noted on the keypad traces. Device had a scratched case and a pillowing keypad overlay.